Event description:
Reporter alleged blood glucose measured lo back to back with a result of 61 mg/dl performed within 7 minutes of each other. It was reported customer had a dr appointment schedueld for two hours later. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.